Manufacturer narrative:
Insulin pump received with no button response at escape and act button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm lost sensor alarm and unable to perform any tests due to button unresponsive. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer¿s blood glucose was 293 mg/dl at the time of incident and treated with manual injection. Customer stated that the insulin pump esc button does not work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing due to battery has been removed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.